Event description:
Complainant alleged that the medics were responding to a call at the home of a 47 year old male pt who was in cardiac arrest. The medics attempted to shock the pt, but rec'd a "check electrodes" error message on the device screen. The medics checked all connections, however, the device still displayed the same error message. The device was turned off/on several times, but the device still exhibited the same problem. The medics immediately obtained their spare device to shock the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as "the pt has been asystolic throughout contact."